Event description:
The customer called and reported the insulin pump had cracks on the screen. Customer stated the device had not been bumped or dropped. She further indicated the cracks may have been causing issues with the ability to read the information on the screen. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked lcd window noted, cracked reservoir tube lip and minor scratches on lcd window.